Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that infusion was blocked during silicone/decaline exchange. The injection of silicone was impossible. This incident led to a repeat of the exchange, resulting in a new retinal detachment during vitrectomy surgery. Surgery was completed after replacement. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The investigation reviewed the complaint history data for the reported lot number and found no other similar complaints reported for this product and event combination. The investigation conducted a non-conformance review of the reported lot numbers. No deviations were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the root cause of the customer's complaint could not be conclusively determined. The investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. Blocked infusion flow path, however, as noted in the investigation pre-use testing of the device confirms that any fluid path occlusion is identified during device setup before patient contact. This event occurred during surgery which suggest there may have been other unknown contributing factors. Due to the dynamic surgical environment in which the event occurred, it is not possible to isolate a single root cause. There was no conclusive evidence to determine whether the issue was product-related or user-induced. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).